Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "medical device problem code" field was corrected based on the available information at the time of the initial report submission. The customer provided the following information regarding reprocessing: the endoscope was not reprocessed before it was sent to olympus due the defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 6 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the treatment tool and cleaning accessories used in the previous case and reprocessing were clogged inside the forceps plug mouthpiece. In addition, it is likely that corrosion of distal end occurred due to loss of water tightness as the distal end was broken. However, a definitive root cause could not be established. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection" states detection method. "Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories" states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water channel discolored, due to a dent on distal end, water tightness lost, due to clogging of instrument channel tube, suction volume did not meet the standard value, due to wear of angle wire, the play of right/left knob out of the standard value, and corrosion around left-arm. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had foreign material in the working channel. Upon inspection and testing of the customer returned device, foreign material was found exiting in the scope forceps channel port due to insufficient cleaning and distal end corroded. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.